Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer delivered multiple corrections for a previous bg level. Additionally, customer did not consume as many carbohydrates as expected, and was using a different settings profile giving increased insulin. Reportedly, customer required assistance from parents to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.